Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain. It was reported that the patient was currently in the hospital and having a lot of pain. It was reported the patient was having pain in buttocks and thought the stimulator may need to be adjusted. No further complications were reported/anticipated.